Event description:
This male pt was presented to the interventional lab for an angioplasty procedure of a dialysis shunt. There was no calcification or tortuosity present at the target lesion. The information states that the product appeared to be intact when it was taken from the packaging and was prepped according to the instructions for use (IFU). The location where the physician made access to the pt is unk, but, when the physician placed the balloon at the target lesion, and began to apply pressure with an indeflator, a leakage of saline was noted and the balloon could not be inflated. The balloon was safely removed and another balloon was used to successfully complete the procedure. There was no reported consequence to the pt. The pt is currently in stable condition. The product will not be returned for evaluation and testing.